Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by diarrhea and abdominal pain. The cause of the event was not reported. The day after the onset of peritonitis, the patient was hospitalized. On an unreported date, the patient was treated with cefazolin and ceftazidime intraperitoneally (ip), (doses and frequencies not reported) for peritonitis. Nine days after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovered from the event of peritonitis. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Study title: effect of icodextrin solution on preservation of residual renal function in patients on peritoneal dialysis. (B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.